Event description:
It was reported that the cuff would not stay inflated. There was no reported patient injury and/or change in therapy. The involved device was returned to the manufacturing facility and forwarded to the analytical laboratory for investigation. The investigation results are recorded in section h-6.